Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as after inserting the lead into the rv chamber, they noticed that the helix was already extended and was deformed. The physician removed the lead and implanted and new one to complete the procedure. The physician confirmed they did not perform any additional step or action between the removal of the lead from the sterile package and the insertion of the lead into the venous system of the patient. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as after inserting the lead into the rv chamber, they noticed that the helix was already extended and was deformed. The physician removed the lead and implanted and new one to complete the procedure. The physician confirmed they did not perform any additional step or action between the removal of the lead from the sterile package and the insertion of the lead into the venous system of the patient. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection found dried body fluid in the helix housing. Testing was completed to assess lead electrical performance and measurements throughout this test were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Additionally, a helix mechanism was conducted but it was not successful as the helix was found to be deformed. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.